Event description:
Customer called to report that on the second day of device wear the infusion site was bleeding. He observed that the cannula was out of the skin and there was insulin leakage at the site. His blood glucose was ranging between 250-400 mg/dl. He removed the device after he noticed his bg had reached 400 mg/dl. No treatment info or specific bg results and times were reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to assess the product condition. The customer reported that he observed that the cannula had dislodged from the infusion site and insulin was leaking. This condition would interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported, therefore no qualification record review could be performed. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin deliver," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."